Manufacturer narrative:
Reported event: an event regarding a missing axle from a patient specific jts distal femur was reported. The event was confirmed by photographs sent by the sales rep; however, it was not possible to identify at what step the issue occurred. Method and results: product evaluation and results: pictures from the sales rep show that the axle component was missing. Clinician review: not performed as no medical record were received. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 19jul2019 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 26jul2016 to present for similar reported events regarding missing components in patient specific devices there have been no other events. Conclusions: an event regarding a missing axle from a patient specific jts distal femur was reported. The event was confirmed by photographs sent by the sales rep; however, it was not possible to identify at what step the issue occurred. The in-situ axle was used to complete the surgery. All internal documentation, inspection records and DHR show that an axle was shipped. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
It was reported "there was no axle included in the shipment, as listed on the delivery advice notice and the device components list. We used the retained axle that we removed for this revision case (previously implanted pin 19414). The surgeon was alerted prior to starting the surgery and he agreed that using the retained axle was ok and the surgery was completed successfully."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not sent.

Event description:
It was reported "there was no axle included in the shipment, as listed on the delivery advice notice and the device components list. We used the retained axle that we removed for this revision case (previously implanted pin 19414). The surgeon was alerted prior to starting the surgery and he agreed that using the retained axle was ok and the surgery was completed successfully."